Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service represents performed an onsite investigation. The single board computer (sbc) pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.